Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 09/09/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed the last basal delivery was recorded on (B)(6) 2014 and the last bolus delivery was recorded on (B)(6) 2014. There were no alarms related to the complaint noted in the alarm history. The basal and bolus amounts added up to correctly reflect the total daily dose amount, demonstrating that the pump was delivering insulin accurately until the last date of use. The pump was exercised for 24 hours and was determined to be operating within the required specifications with the pump delivering accurately. Unrelated to the original complaint, the battery compartment was noted to be cracked at the threads and there was visible evidence of moisture inside the battery compartment. A leak test was performed and revealed a leak at battery compartment. The pump was opened for investigation and revealed visible evidence of internal moisture on the printed circuit board and the internal pump components.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging an issue with inaccurate insulin delivery by the pump. Troubleshooting by customer support revealed the total daily dose amount matched the basal program total, the basal history matched the active basal program settings, the bolus total match and all boluses were recorded as programmed. This complaint is being reported because the alleged inaccurate insulin delivery issue was not resolved with troubleshooting.